Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for cerebrovascular accident occurring 2 weeks post procedure, possibly caused by thrombus material from the mitral valve or transseptal puncture site. It was reported that on (B)(6) 2015, the patient with mixed etiology mitral regurgitation, underwent implantation of two mitraclips, reducing the mitral regurgitation (mr) from grade 3 to 1. On (B)(6) 2015, the patient experienced sensory aphasia, facial paralysis and dysarthria and was re-hospitalized. Computed tomography scans were performed on (B)(6) 2015; a cerebrovascular accident (cva) was diagnosed, possibly due to thrombus material in the mitral valve or transseptal puncture site. Anticoagulation treatment was provided after the procedure and the patient is stable. No additional information was provided.